Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not yet been completed yet.

Event description:
It was reported that during a da vinci-assisted low anterior colon resection surgical procedure, the wire snapped on the fenestrated bipolar forceps instrument then the tip totally broke off inside the patient's anatomy. The tip was retrieved during the same procedure. The procedure was completed as planned. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the fragment was retrieved using a grasper. The surgeon confirmed that all fragments were retrieved. The procedure was completed robotically.

Manufacturer narrative:
The fenestrated bipolar forceps instrument has been evaluated by the failure analysis (fa) team. Fa was able to confirm/reproduce the reported complaint. The instrument was found to have the main tube broken. Pieces measuring proximately 0.3740¿ x 0.1750¿ were not returned with the instrument. Components adjacent to this broken main tube do show damage. The grip assembly was completely detached from the main tube.

Event description:
Refer to h10/h11 for follow-up information.